Manufacturer narrative:
Insulin pump passed the prime, displacement and basic occlusion tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. A cracked reservoir tube lip, scratched display window and cracked case noted during visual inspection.

Event description:
It was reported that the insulin pump gave a motor error alarm multiple times during the manual prime. Troubleshooting was performed, and the unit didn't pass the displacement test. The device had not been exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.